Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Arterial end of blood tubing disconnected from dialyzer. Clinic manager thought it may have been caused by blood clotting. The leak was visually observed. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 400 cc. Patient had no adverse effects and no medical intervention was required. Patient was able to complete treatment. Sample has not been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.